Event description:
It was reported that a large volume infusor did not flow. The device was filled with fluorouracil in 5% dextrose in water (d5w). After filling, flow was confirmed through forced priming, and drug droplets were observed at the end of the line. But the no flow condition then occurred during the patient's infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 15, 2014 to january 16, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects to the related problem. The device was filled with water and flow was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.